Event description:
It was reported that a patient complained of glare. The surgeon is considering a -1.00 piggyback iol to possibly lessen glare and improve the near vision. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.